Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; g3; h2; h3; h6. The following section was corrected: d4. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Additional information was received. It was reported that the patient's right hip was revised due to pain, suspected infection and a loose stem. This revision was planned as a two-stage revision due to suspected infection. The patent had ongoing pain. The stem was removed, and the acetabular component was left in situ. There were also no issues with the head or bearing. There were no contributing conditions related to the event. Surgical technique for the product was utilized. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1;a2;a3;b1;b4;b5;b6;d1;d4;d6a;e1;g3;g4;h2;h3;h6 h6: component code: mechanical (g04) ¿ stem. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: foreign: country: australia. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised for an unknown reason. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d4; g3; h2; h3; h4; h6; h10. H6. Component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. It is noted the acetabular component was left in situ, therefore is not compatible with the competitor stem used in the revision. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the x-rays provided were prior to current revision. Right total hip arthroplasty with cemented femoral stem and healed periprosthetic femoral diaphyseal fracture. Radiolucency at the cement prosthesis interface about the proximal medial aspect of the femoral component and cement mantle fracture of indeterminate acuity. Prior comparison studies could help determine if this occurred at the time of the fracture or after fracture healing, which would suggest loosening of the femoral component. A definitive root cause cannot be determined. Instructions for use indicate under the contradictions section: use of this device is contraindicated in patients with active infection. It is unknown if zimmer biomet devices were used as spacers after the reported event. It is also noted that the acetabular component was implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices after the reported event. As per instructions for use: do not use non-compatible femoral component with a zimmer femoral head or unipolar endoprosthesis femoral head/adapter. These devices are designed and intended to be used only with zimmer femoral stems. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. The complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.